Event description:
Additional information was received from patient stating that they believe there was a problem with the battery. Any problem they have is corrected immediately. The service is great. The battery was exchanged with manufacturer through express company. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced issues with their implantable neurostimulator, which was not charging properly. The patient had been dealing with equipment problems for approximately four weeks, and their pain level was reported to be at an 8. Hospital staff were administering 10mg of oxycodone to manage the pain. The patient required the neurostimulator to be charged for an MRI. There was an error message on the controller but the patient didn't know what is was. Despite the controller charging successfully from an ac power cord, the charging session did not initiate when the recharger was plugged into the controller, and the neurostimulator remained at a low charge level. The patient was unable to access the ac power cord to reset the controller. Troubleshooting attempts included examining the controller port and recharger plug for visible damage and switching between aa batteries and a rechargeable battery pack, but these efforts were unsuccessful. The patient was redirected to their healthcare provider for further assistance, and a nurse was advised to assist with troubleshooting. The issue remained unresolved, and the patient was advised to have their healthcare provider contact the appropriate representatives for further support. Additional information was received from patient. Patient called back stating they had been having problems with charging for a couple of months and they continued getting worse. Pt described seeing yellow light on the controller this morning and getting screens # 79, 50, 70. Then it was stuck on checking recharge quality. Pt also said it said no stimulation. Pt also reported their battery door was too small and did not fit with the battery pack. A request was sent to repair to replace the recharger and request the large door.